Event description:
Foot pedal malfunctioned. Failure resulted in catheter being in pt longer than normal which could have contributed to pt going into v.f./v.t. Pt defibrillated x3. Cardioversion successful. Further investigation identified possible electrical problem with foot pedal. Repair history indicates work completed on 4/2/97; 4/15/97 and 5/1/97.